Event description:
Facility equipment technician reported the casters fell out of the extended base that also has the reverse osmosis (ro) machine with 1550 device when they are being transported. Per equipment technician, no pt or employee injury or no medical intervention has been necessary as a result of this event.